Event description:
During a CT guided renal cyst aspiration and sclerosis, it was discovered that the dawson-mueller catheter had a non-visible pinhole during the aspiration. Air bubbles were visible and it was determined to be unsafe to complete the sclerosis due to the possibility of denatured alcohol leaking into the abdomen. Diagnosis or reason for use: aspiration and sclerosis of renal cyst under CT guidance.